Manufacturer narrative:
The field service engineer (fse) was on-site and investigated the event. The fse inspected the instrument and found gel from the sample tubes on the main pipettor which is the root cause for this event. This is one of two separate MDR reports related to two pt events associated with a single malfunction report. Reference MDR number: MDR 2122870-2011-02085 for all related events. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 through (B)(4) 2010 for add'l reportable events.

Event description:
The customer contacted beckman coulter, inc. (Bci) in regards to erroneous accutni (troponin I) results generated on the unicel dxi 800 access immunoassay system for two pts. The customer indicated that the sample was aliquoted, re-centrifuged, re-run and the results were lower. The initial erroneous results were reported outside the lab. It is not known if there was any change to the pt treatment. There is no indication of an adverse event or indication of any medical intervention to prevent serious injury.